Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll tip bulk convenience pak had foreign matter. The following information was provided by the initial reporter: material # 309703 lot # 5127798. Verbatim: rcc received a complaint via email. Email(s) attached. Our **** has been finding containments inside the syringes, brown spots and what look like metal flakes for item # 1004474 bd luer lok syringe 5ml 300ct clear barrel luer lock tip bpa free dehp free pvc free pyrogenic free sterile latex free disposable specifically lot # : 5127798. Customer response on 22-sep-2025: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? The event occurred on 9-17-2025 2. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? We did not keep any of the syringes as samples but we did document some pictures of them. Here are some photos of syringe with what look like gold metal specks and some of the syringes also had liquid leaking past the bottom plunger: (these issues were noted in multiple syringes in multiple trays of the same lot #: 5127798). 3. It was mentioned as item # 1004474. Is that referring to bd product? If yes, did the product involved in issue? The item is a bd product : bd luer lok tray 5ml 300ct supplier material #:(B)(4).

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photo. Analysis of the sample showed that a loose syringe is shown with a red square. However, bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.